Event description:
It was reported during the infusion of saline with a syringe of 10 ml resistance to the maneuver is felt. We proceed to the "blood aspiration," which results in failure to perform. The physiological saline flush is repeated and the leakage of the injected solution from the exit-site. We removes the device, which on visual inspection appears fissured about 5-6 cm from the exit-site. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.